Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited episodes of non-sustained ventricular tachycardia (nsvt) with evidence of noise. It was noted that the patient had undergone surgery at the same time as the episodes, and it was suspected that the surgery had been the cause of the noise. The device was noted to be functioning as programmed and remains in use. No patient complications have been reported as a result of this event.